Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that the tube made an explosion sound, when they wanted to do a fluoroscopy.